Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of non-sustained oversensing were noted due to noise on the right ventricular (rv) lead. No diagnostic imaging was performed and all other electrical parameters were stable and in range. The rv lead was capped and replaced to resolve the event and the patient was stable.